Event description:
It was reported that both leads were showing low impedances in bipolar but programmed unipolar. It was reported the atrial lead was oversensing and noise observed on the egm. Both leads are still in use. Seeking recommendations to reprogram around these "issues". No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.